Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6), 2011.according to the complainant, post-procedure, the patient presented with an unspecified injury.according to the physician, the patient returned for follow up with incontinence and abdominal pain. The patient was referred to another doctor, whose name is unknown. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.